Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2016 with the following findings: investigation revealed a cracked battery compartment with evidence of corrosion inside the battery compartment. There was no evidence of moisture in other parts of the pump. A leak test was performed and failed indicating a battery compartment leak. The display was dim and discolored. In addition, the audible alarm was not operational and there was no audible sound; further investigation revealed a cracked solder on piezo. Unrelated to this issue, time and date reset to default during the investigation. Further evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and evidence of corrosion inside the battery compartment. The display was dim and discolored. In addition, the audible alarm was not operational and there was no audible sound. This report is made based on results of investigation completed on 03/24/2016.